Event description:
Updated clinical narrative: an impella 5.5 was surgically inserted via the right axillary/subclavian artery access in a 53-year-old male patient for acute myocardial infarction and cardiogenic shock scai stage d. The patient¿s comorbidities were known coronary artery disease. The patient had been on an impella cp pump for left-sided needs. The impella cp was explanted and escalated to the impella 5.5. During cp explant and 5.5 insertion, two units of packed red blood cells were given. Minimal blood loss was reported. Anesthesia preference to give red blood cells to increase blood volume in setting of patient¿s recent potential gastrointestinal bleed. Following procedure, the patient was transferred to the ICU on impella 5.5 support. Based on available information, bleeding is due to suspected pre-existing gastrointestinal bleed and can be aggravated by anticoagulation necessary for the pump placement and support. The field representative responded the gi bleed resolved. The patient's status was survival at impella 5.5 explant.

Manufacturer narrative:
D1 revised brand name since the initial report was submitted. Additional information was received therefore b5 was updated.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was surgically inserted via the right axillary/subclavian artery access in a 53-year-old male patient for acute myocardial infarction and cardiogenic shock scai stage d. The patient¿s comorbidities were known coronary artery disease. The patient had been on an impella cp pump for left-sided needs. The impella cp was explanted and escalated to the impella 5.5. During cp explant and 5.5 insertion, two units of packed red blood cells were given. Minimal blood loss was reported. Anesthesia preference to give red blood cells to increase blood volume in setting of patient¿s recent potential gastrointestinal bleed. There was no harm to the patient. There was no allegation or deficiencies against the device noted by customer. Following procedure, the patient was transferred to the ICU on impella 5.5 support. Based on available information, bleeding is due to suspected pre existing gastrointestinal bleed and can be aggravated by anticoagulation necessary for the pump placement and support. At the time of complaint intake, the patient remains on impella 5.5 support, with survival outcome at explant listed as to be determined.

Manufacturer narrative:
Updated information; d4 catalog number updated d6b explant date added

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.